Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, prior to experiencing a hypoglycemic event, the patient reported that their wearable sensor unexpectedly detached, including the overlay patch. The exact time of detachment is unknown, but it occurred before the hypoglycemic episode, which the patient and their daughter estimated to have happened around 2:30 am. The patient began feeling imbalanced and contacted their daughter, who administered glucose tablets. When the tablets did not improve the patient¿s condition, the daughter drove the patient to the hospital, arriving around 3:00 am. Upon arrival, a nurse performed a blood glucose measurement, but the patient could not recall the exact value. The patient was instructed to consume juice and a sandwich. No medications were administered, and the patient was not admitted. The patient was discharged from the emergency room around 11:30 am. At the time of reporting, the patient stated they were feeling okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.